Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between december 5-6, 2023. H11: three (3) actual devices were received for evaluation containing 71, 73 and 74 ml of fluid in their bladder respectively. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The three infusor samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (03) large volume infusors underinfused during infusion. The issue was described as, 'did not deliver all their contents'. These contained piperacillin/tazobactam 18000 mg in 240 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.